Event description:
It was reported by campion ambulance service that their lifepak 12 device delivered 2 shocks to a pt (200 and 300 joules), but it would not deliver a third shock. The downloaded code-stat file showed that the electrodes were either not detected or unplugged. The customer uses both, physio quick-combo pads, and a brand called "conmed". In this event, the customer is not sure which type of pads were used, as they were disposed of. The customer stated that the pt was not diaphoretic and had minimal hair. No other pt demographics were provided. It was also indicated that the initial responder to this pt was another customer, which used their lifepak 500 device to deliver two shocks. When the pt care was transferred to ambulance service, and to their lifepak 12 device, the pads were not removed, but transferred as well. The pt was not resuscitated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event.